Manufacturer narrative:
Based on the investigation, the cause of the complication cannot be determined. The system logs are not available for review.

Event description:
It was reported that after a da vinci-assisted sleeve gastrectomy procedure, the patient was readmitted due to bleeding that was not addressed during the procedure. The patient required a blood transfusion. Intuitive surgical, inc. (Isi) has attempted to contact the customer to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been received.